Manufacturer narrative:
1 of the devices experiencing the issue of reduced/inadequate brake force was not made available for testing by the customer. No cause was determined. The codes have been updated to reflect this correction.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
Upon investigation it was determined the total number of devices that experienced this malfunction was 23. This supplemental report is being submitted to document the corrected count.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 22 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 22 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.